Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of greater than 200 ohms and bipolar pacing impedance measurements greater than 3000 ohms on the left ventricular (lv) channel through the device that was being explanted during this elective upgrade procedure. Additionally, shocking impedance measurements were greater than 125 ohms with this device which was an attempted implant during this procedure. No adverse patient effects were reported.